Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. Xtw (lot: 40307a2088) was chosen for implantation. During preparation, the physician felt that one gripper line was shorter and more strained than the other and the gripper would not lower all the way. Troubleshooting was performed but unsuccessful.the device never entered the patient and was replaced. Three replacement mitraclips were implanted successfully. A fourth clip was attempted with xt (lot: 40229r10990). During deployment, the clip failed first establishment of final angle as it continously opened from 20 to 120 degrees. Troubleshooting was performed three times but was unsuccessful. The physician decided removal was too risky so the clip was deployed without checking the locking mechanism. The procedure ended with mr reduced to trace. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported improper or incorrect procedure or method was due to the user not performing a second efaa check. There is no indication of a product quality issue with respect to manufacture, design, or labeling.